Manufacturer narrative:
Correction/additional information: additional information: : this report summarizes <noe> 183 </noe> malfunction events. It was reported that at least one hundred and eighty-three (183) large volume infusors leaked. At least one hundred and thirty-one devices leaked from an unspecified location, at least thirty-five devices leaked from the blue winged luer cap, three devices leaked from small holes at the bottom of the tube, seven devices leaked from the fillport, at least one device leaked from the bladder, one device leaked from the end port, one device leaked from ¿under the red topper¿, one device leaked ¿from where the connection occurs¿, and three devices leaked ¿from the top¿. Of the 183 events, 178 events did not involve a patient, 2 events involved a patient with no patient consequences, and it is unknown if a patient was involved in 3 of the events. No additional information is available. Six additional single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the six returned devices. The devices were found to be conforming product. One additional photograph was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - 18f042, 18j007, 18j029, 18j038, 18m013, 18m042, 18n001, 18n002, 18n023, 19a025, 19a026, 19b008, 19c022, 19c034, and an unknown lot number. One hundred and fourty-one (141) single-use devices were received for evaluation. For ninety-nine (99) devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the ninety two returned devices. The devices were found to be conforming product. For twenty-six (26) devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bags and inner and outer surfaces of the samples were dry. The reported condition was not verified for the twenty-three returned samples. For eleven (11) devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the eleven returned devices. The devices were found to be conforming product. For one device, the device was received for evaluation with no fluid in the bladder and without the blue winged luer cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening a blue winged luer cap onto the device¿s luer. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the fillport cap was removed, a leak/backflow was observed from the fillport. Further inspection of the device revealed that the cause of the leak/backflow was due to a particle approximately 1.81 mm in length, lodged under the device¿s checkband. The particle was identified to be acrylic via fourier transform infrared spectroscopy. The device¿s stressmember is made of acrylic. The reported condition was verified. The cause of the particulate matter could not be determined. Photographs for three of the samples were provided for evaluation. Visual inspection of two of the photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photographs. For the third photograph, visual inspection showed evidence that a leak had occurred inside the pouch that contained the infusor device. The reported issue was verified. The cause of the condition could not be determined. For one of the reported events, a video was provided for evaluation. The video shows evidence of leak at the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined. Three (3) companion samples were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the three returned companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of any of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 182 </noe> malfunction events. It was reported that at least one hundred and eighty two (182) large volume infusors leaked. At least one hundred and thirty devices leaked from an unspecified location, at least thirty-five devices leaked from the blue winged luer cap, three devices leaked from small holes at the bottom of the tube, seven devices leaked from the fillport, at least one device leaked from the bladder, one device leaked from the end port, one device leaked from ¿under the red topper¿, one device leaked ¿from where the connection occurs¿, and three devices leaked ¿from the top¿. Of the 180 events, 177 events did not involve a patient, 2 events involved a patient with no patient consequences, and it is unknown if a patient was involved in 3 of the events. No additional information is available.